Event description:
It was reported that the physician was not able to interrogate the vns pt's device at a routine office visit. Initially, the physician believed the cause was due to the generator battery having reached an end of svc condition. Programming history was sent to the MFR from the physician where a battery life calculation was performed with significant amount of programming data available. The result did not indicate that the device was nearing an end of svc condition. F/u with the physician revealed that they have had no problems with their programming sys, and it has been used to successfully interrogate other vns pts' devices. The pt does not have another appointment scheduled at this time, and therefore additional troubleshooting the communication difficulties is not possible.